Event description:
It was reported that near the conclusion of a four-level balloon kyphoplasty case, after all cement had been implanted at l1, l2, l4, and l5, the patient was urgently moved from prone position to supine due to an observation of the patient's vitals. CPR was started and the patient was transferred to a post-operative unit. According to the report, the patient passed away a short time later. The cause of death reported was "dementia, respiratory failure." According to the report, cement extravasation was not detected intra-operatively nor did the surgeon believe the death was attributable to the kyphoplasty procedure or cement used in this patient. No further information was reported. The type of cement used in this case was not reported.

Manufacturer narrative:
Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.